Event description:
It was initially that the customer's device had its service indicator illuminated. After first eval of the device by physio-control, it was observed that the device had all three icons (attention, service, and charge-pak) illuminated and would not power on. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure physio determined that the cause of the reported failure was due to two bent pins, legs 1 and 2, of the pcb mounted jack connector, designator j1 from the charge-pak assembly. The defective charge-pak assembly depleted the internal hlc batteries in the device, which caused the power failure. The customer received a replacement device.